Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with stress urinary incontinence (sui), pelvic organ prolapse, enterocele, rectocele, and was implanted with an obtryx sling with concomitant enterocele and rectocele repair with xenform graft on (B)(6) 2011. As reported by the patient's attorney, on (B)(6) 2017, the patient underwent a revision surgery related to the obtryx sling due to mesh exposure in the vaginal wall. On (B)(6) 2017, the patient was diagnosed again with stress urinary incontinence and a xenform graft was implanted as a sling. Boston scientific has been unable to obtain additional information regarding the event to date.